Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) has been confirmed. Upon investigation the monitor failed baseline testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbt) q17 on the defibrillator pca. The root cause for the shorted igbt could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.